Event description:
It was reported that the customer was hospitalized on 12/06/2014, for her high blood glucose level of 700 mg/dl. The customer's serter was broken and found that the infusion set was not inserted correctly into her body. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.